Manufacturer narrative:
It was reported to philips that the device experienced a self check error. There was no patient involvement. The authorized service provider (asp) evaluated the device and confirmed the self check error. The device was found to need repairs on the screen and the therapy switch / knob. The asp was able to repair the screen and had to replace the therapy knob. The device passed testing and was returned to service.

Event description:
It was reported to philips that the device experienced a self check error. There was no patient involvement.